Event description:
Info received indicates the bed has no reverse trendelenburg function.

Manufacturer narrative:
The tech found the mounting assembly for the reverse trendelenburg function was bent. The tech straightened the assembly to repair the bed.